Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed frequently. So cleaned switches and added grease. A field service engineer tested the door several times in application to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a remote manager failure and was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.